Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The most used programming methods were burst 5/15 and burst 30/90 which had longevity estimates of 1.5 years up to 2.8 years assuming 1000 ohm program impedances. The device provided 2.1 years of therapy at the time of the observation, suggesting the device had normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the patient¿s ipg approached end of life. Surgical intervention may be undertaken later to address the issue.